Manufacturer narrative:
The subject scope was returned to the service center for the reported ¿leak¿. The evaluation confirmed the reported failed leak test; a visual inspection on the scope found the scope was leaking as a portion of the bending section cover was torn and the bending section skeleton was protruding out from the bending section cover. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal, it was confirmed that the bending section skeleton is fully detached at the insertion tube side. There was no significant evidence of sharp areas noted with the broken/detached skeleton. In addition, there was no broken fibers (black dots) observed on the image of the scope. A review of the scope's records indicate the scope was purchased on march 10, 2018 and this was the first service event. Based on the physical evaluation, the potential cause of the broken bending section skeleton can be attributed to excessive force and/or stress applied to the bending section area. As a preventive measure, the instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The manufacturer was informed that the scope failed the leak test. The scope was sent to the service center for evaluation. There was no patient injury reported.